Event description:
Customer reported that she fell on the insulin pump and that the screen cracked. She stated that the insulin pump alarmed for a button error and that she was unable to clear the alarm. The blood glucose reading was 68 mg/dl. Customer treated with food and juice. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and scratches around the casing. No cracked screen was noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.